Event description:
The patient is back on injections and the blood glucose level is 500 and feels sick. Patient had received a call service 0900/low battery alarm the previous day. Patient had replaced the batteries and then got another low battery alarm. Patient inserted another set of batteries and then had difficulty priming. The back light would not come on and the pump was very slow to respond to button presses. Patient let go to the enter button when priming, but it was still making the prime noise as if the button was stuck.